Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor code prompt during warm-up occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found. In addition, a transmitter failed error was found in connection to the reported allegation. The reported event of a sensor code prompt during warm-up is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.